Event description:
A baxter field service engineer found a flogard infusion pump with failure code f-66; this condition had the potential to interrupt delivery. This condition was found upon power up. There were no reports of patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.